Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia with a documented blood glucose nadir of 62 mg/dl that trended to 69 mg/dl after consuming carbohydrates and glucose; no device alerts or alarms were reported, and troubleshooting focused on general education to follow healthcare provider guidance and avoid overtreatment. Symptoms included hypoglycemia. Outcomes included transient symptomatic low blood glucose without escalation of care. Investigation included a review of the event details and troubleshooting and education with the caller. Investigation of this case revealed no device malfunction, no alarm activity, and no identifiable device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear and cannot be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.